Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a.

Event description:
Event verbatim [preferred term] burn the skin/second degree burn/ hurting [burns second degree], burn the skin was reported as worsened [condition aggravated], on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 she got off [intentional device misuse], on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 she got off [wrong technique in device usage process], , narrative: this is a spontaneous report from a contactable consumer. A 60-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date to an unspecified date for back problem. Medical history included blood pressure abnormal from an unknown date and unknown if ongoing. Concomitant medication included nebivolol hydrochloride (bystolic) 5mg at unknown frequency for blood pressure. Consumer mentioned she has been using thermacare heatwraps for her back, but on saturday night, (B)(6) 2017, she put one on and on sunday morning (B)(6) 2017 when she got off she had a burn. She reported it's bigger than a nickel but smaller than a quarter and she put it right where her back hurt. She always used thermacare heatwrap like that. She didn't know what happened, when she was using this product since more than 8 years why would it burning this time. She had to go to the doctor because it was hurting her it's like burn her skin, burn the skin was reported as worsened and she tried to apply some medicine but it's hurting her after she took pain medication for it. She took paracetamol (extra strength tylenol) yesterday (B)(6) 2017 1000 mg twice and again last night (B)(6) 2017 and had to take it now because it's hurting. The consumer said she used the thermacare heatwrap at her buttock on the right side. When asked was she still using thermacare heatwrap, consumer mentioned "no, I can't use it right now, I am burn." Consumer mentioned she thought paracetamol will help her but it did not help and now she had to go the doctor to get another medicine. When she went to the pharmacy to get a medicine they told her that it was a second degree burn so the doctor gave her some medicine. Action taken for the product was permanently withdrawn and outcome of the events burn the skin/second degree burn, burn the skin was reported as worsened was not resolved, and for the event on saturday night (B)(6)2017 she put one on and on sunday morning (B)(6)2017 she got off was unknown. The outcome of it is hurting was unknown. The consumer stated she doesn't have the package because she threw it in the recycle and the recycle has gone. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Follow-up ((B)(6) 2017): this is a follow-up spontaneous report received in response to a query sent to clarify: outcome of event (it is hurting); consumer is female and "her" should be in place of "his" in narrative. Follow-up ((B)(6) 2017): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2020): new information received from a product quality complaint group includes: product investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event "on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 when she got off she had a burn/burn the skin was reported as worsened/it was second degree burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]: burn. The skin/second degree burn/ hurting [burns second degree], burn the skin was reported as worsened [condition aggravated], on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 she got off [intentional device misuse], on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 she got off [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified race started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for back problem. Medical history included blood pressure abnormal from an unknown date and unknown if ongoing. Concomitant medication included nebivolol hydrochloride (bystolic) 5mg at unknown frequency for blood pressure. Consumer mentioned she has been using thermacare heatwrap for her back. But on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 when she got off she had a burn and it's bigger than the nickel but smaller than the quarter and she put it right where her back hurt, and she always used thermacare heatwrap like that. She didn't know what happened, when she was using this product since more than 8 years why would it burning this time. She had to go to the doctor because it was hurting her it's like burn her skin, burn the skin was reported as worsened and she tried to put some medicine but it's hurting her after she took pain medication for it and she took paracetamol (extra strength tylenol) yesterday (B)(6) 2017 1000 mg twice and took last night (B)(6) 2017 and had to take it now because it's hurting. Consumer said she used the thermacare heatwrap at her buttock on the right side. When asked that was she still using the thermacare heatwrap, consumer mentioned "no, I can't use it right now, I am burn." Consumer mentioned she thought paracetamol will help her but it did not help and now she had to go the doctor to give her another medicine. When she went to the pharmacy to get a medicine they told her that it was second degree burn, so doctor have to give her some medicine. The action taken for the product was permanently withdrawn and outcome of the events burn the skin/second degree burn, burn the skin was reported as worsened was not resolved, and for the event on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017, she got off was unknown. The outcome of it is hurting was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (01feb2017): this is a follow-up spontaneous report received in response to query sent to clarify: outcome of event (it is hurting); consumer is female and "her" should be in place of "his" in narrative. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 when she got off she had a burn/burn the skin was reported as worsened/it was second degree burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. Comment: based on the information provided, the event "on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 when she got off, she had a burn/burn the skin was reported as worsened/it was second degree burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn the skin/second degree burn/ hurting [burns second degree] , burn the skin was reported as worsened [condition aggravated] , on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 she got off [intentional device misuse] , on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 she got off [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for back problem. Medical history included blood pressure abnormal from an unknown date and unknown if ongoing. Concomitant medication included nebivolol hydrochloride (bystolic) 5mg at unknown frequency for blood pressure. Consumer mentioned she has been using thermacare heatwrap for her back. But on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 when she got off she had a burn and it's bigger than the nickel but smaller than the quarter and she put it right where her back hurt, and she always used thermacare heatwrap like that. She didn't know what happened, when she was using this product since more than 8 years why would it burning this time. She had to go to the doctor because it was hurting her it's like burn her skin, burn the skin was reported as worsened and she tried to put some medicine but it's hurting her after she took pain medication for it and she took paracetamol (extra strength tylenol) yesterday (B)(6) 2017 1000 mg twice and took last night (B)(6) 2017 and had to take it now because it's hurting. Consumer used the thermacare heatwrap at his buttock on the right side. When asked that was she still using the thermacare heatwrap, consumer mentioned "no, I can't use it right now, I am burn." Consumer mentioned she thought paracetamol will help her but it did not help and now she had to go the doctor to give her another medicine. When she went to the pharmacy to get a medicine they told her that it was second degree burn so doctor have to give her some medicine. The action taken for the product was permanently withdrawn and outcome of the events burn the skin/second degree burn/ hurting, burn the skin was reported as worsened was not resolved, and for the event on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 she got off was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 when she got off she had a burn/burn the skin was reported as worsened/it was second degree burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. Comment: based on the information provided, the event "on saturday night (B)(6) 2017 she put one on and on sunday morning (B)(6) 2017 when she got off she had a burn/burn the skin was reported as worsened/it was second degree burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device.